Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had complained off and on about pain over the generator site when laying down. The patient had spinal surgery, which alleviated a significant amount of their pain, and planned to return to work, but felt the pain over the site with pressure would prevent them from being productive at work, thus requested an explant. It was noted that the event was related to the device or therapy and not related to the implant procedure. Interventions taken included explanting and not replacing the entire system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.